Manufacturer narrative:
Analysis was normal. No anomalies were found.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Manufacturer report number: 2017865-2019-13617. Manufacturer report number: 2017865-2019-13618. It was reported that the patient presented for explant procedure on (B)(6) 2019 due to wound dehiscence. The patient's pocket had not healed completely since implant procedure on (B)(6) 2019. The pacemaker, right atrial lead, and right ventricular lead was explanted. The patient was stable post procedure.